Manufacturer narrative:
One ensite x amplifier was received for evaluation. The field reported event was not able to be duplicated; however, visual inspection identified that air-flow could be a potential, as well as internal temperature monitors were being set off. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to the internal temperature and air flow of the amplifier. This was determined not to be a failure as the device worked as designed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
Uring the atrial fibrillation procedure with ensite x, the screen suddenly froze and a forced shutdown occurred. There was an issue that the connection between amp and ensite x suddenly dropped, and the optical cable was replaced with no resolution. After restarting, the same issue reoccurred after about 5-10 minutes. The power source was changed, and unnecessary catheters were removed from the catheter preset, with no resolution. The same error persists even after multiple reboots. Forced shutdown occurred approximately six times in one procedure. The procedure was completed without replacing the ensite x dws and there were no adverse consequences to the patient. Neither device has been used since the event.